Event description:
Plaintiff alleges that as a result of her direct and indirect exposure to allegiance's product she has developed an allergy to latex and its components. Further alleges as a result thereof sustained general and special damages. Plaintif's spouse alleges that he has lost the society, consortium, and services of his spouse.